Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. The subject valve was not returned for evaluation (remains implanted), thus the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events.

Event description:
Edwards received information via clinical affairs that a (B)(6) male patient was diagnosed with aortic stenosis of an edwards bioprosthetic aortic valve which has been implanted for approximately seventeen (17) years ago. The patient underwent an implant of a transcatheter aortic valve (tavr) inside the subject valve (valve in valve).